Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of ventral hernia. It was reported that after the implant, the patient experienced adhesions, recurrence (incisional hernia attenuated), chronic sinus abdominal wall, open wound, infected mesh, abscess, fistula, chronic pain, and inflammation. Post-operative patient treatment included hernia repair with new mesh, lysis of adhesions, total colectomy, ileorectal anastomosis, mesh reapproximated used for repair, drainage of abscess, partial removal of mesh, repair of small bowel fistula, exploration of chronic sinus, removal of mesh, exploratory laparotomy, revision surgery, and medication.

Manufacturer narrative:
(B)(4). Concomitant medical product: abstack30x abs fixation device30 tacks (lot# n3m0171x), abstack30x abs fixation device30 tacks (lot# n4a0428x). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of ventral hernia. It was reported that after the implant, the patient experienced adhesions, recurrence (incisional hernia attenuated), chronic sinus abdominal wall, open wound, infected mesh, and fistula. Post-operative patient treatment included hernia repair with new mesh, lysis of adhesions, total colectomy, ileorectal anastomosis, mesh reapproximated used for repair, drainage of abscess, partial removal of mesh, repair of small bowel fistula, and partial removal of mesh.